Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call hospitalization and high blood glucose levels. Customer advised they experienced a diabetic ketoacidosis episode twice in the same month. Customer advised both times they were hospitalized. Customer's current blood glucose level was 194 mg/dl but they do not recall their blood glucose level at the time of hospitalization. Customer advised they were unconscious and they tried to use manual injection along with the device but neither one was able to help. Customer was placed on insulin drip while in the hospital. Customer was wearing the insulin pump at the time of the 911 call.